Event description:
Event description guidant received information that during defibrillation threshold testing, this cardiac resynchronization therapy defibrillator (crt-d) charged and delivered a shock appropriately, converting the arrhythmia; however, subsequent to shock delivery a red error screen was displayed with a message stating that brady and tachy therapy had been permanently disabled.